Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The customer reports that since updating their pump from sw version 6.21 to 6.61, the customer is receiving repeated alerts on their pump sensor ending soon. When attempting to change cgm alert settings on the pump, the pump errors with error code 53, causing the customer to need to reboot their insulin pump. This is a pump issue with sw version 6.61. Pump team is investigating per (B)(4) sensor ending soon and (B)(4) pump error 53. The issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: we have received a work around from the pump team for sensor ending soon. This should be messaged like pump swap (write down settings, or patients uses last successful carelink upload to see their, ensure settings are transferred correctly, don't forget to press save, etc). Here are the steps go to device settings, and click manage settings in manage settings, select clear all settings in the clear settings prompt, select yes customer requested pump replacement instead which helpline has provided. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), received sensor ending soon error, upload error. The customer reported no adverse event. The event involved product(s) mmt-1884, 78893-01, mmt-6101. Troubleshooting was performed. Customer was able to clear the alarm. Customer was able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for 78893-01. Product return is not applicable for non physical devices, mmt-6101.